Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to use, the catheter was deflected and then un-deflected to test it's curve. During the test, the black deflection handle split and it could not be placed back onto the catheter. The catheter was not used. There was no patient involvement.

Manufacturer narrative:
Product event summary: the delivery catheter was returned and analyzed. Analysis indicated the mechanical operation of the catheter was damaged. Visual analysis of the lead indicated damage during use. The analyst noted that the catheter was returned with the deflectable handle was split in two pieces. Over-rotation of the deflectable handle could cause this issue. Visual inspection was performed and found the deflectable handle's connector pins bent and that's why these pieces could not be placed back together. If information is provided in the future, a supplemental report will be issued.